Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, it was reported that the erbe screen turned white, and energy could not be used. Initially, the generator was rebooted three times, and the power cable was disconnected and reconnected, but the issue persisted. Error logs indicated multiple erbe failures. The manual pedals in the drawer were not checked initially. At the end of the procedure, further troubleshooting was planned. Subsequently, after surgery, the system was rebooted, the erbe generator was power cycled, and the pedal drawer was checked, but the issue continued. It was explained that the generator needed to be checked. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with same esu/generator and the procedure was at its end, and the generator was no longer required.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. During power-up, a screen defect was observed, confirming that the fault occurred in the field. Visual inspection revealed no additional issues related to the reported event. The probable root cause of error 25920 may be attributed to interference from external equipment resulting in the energy activation being halted and error 25913 may be attributed to an erbe issue.